Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An unspecified number of patients experienced central line-associated bloodstream infections (clabsi) after undergoing connections with one-link connectors. The number of clabsi¿s were stated as ¿a few¿ and the causes of the clabsi¿s were reported to be unknown. No further detail was provided regarding medical intervention or the outcome of the patients. The customer reported that the one-link connectors were ¿difficult to access¿; further described as, the flush syringe keeps slipping off the end of the one-link while trying to screw the syringe on, which can lead to contamination of the syringe. As a result, additional training was requested by the customer. At the time of this report, the baxter field team and field support are coordinating an on-site training at the facility. No additional information is available.